Manufacturer narrative:
(B)(4).returned product consisted of zelante dvt thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported aspiration stopped during the procedure. The intended treatment site was a deep vein thrombosis (dvt ) located in a lower extremity. An angiojet® zelantedvt¿ catheter was primed, everything was fine. The device was introduced into the patient, aspiration was started, after 12 seconds the catheter stopped and a "check saline supply" error occurred. The connection was verified and hit the reset button but still received the error code. The procedure was complete with another of the same catheter. No complications were reported and the patient was fine.